Manufacturer narrative:
(B)(4). The device was evaluated. External/internal inspection was performed and passed. A volumetric accuracy test was performed and the device failed. Temperature was within specifications. An inspection of the door assembly revealed the door piston foam deteriorated and a cracked door piston. The cause for the failed volumetric accuracy test was determined to be deteriorated door piston foam and the cracked door piston. The piston foam and the door piston were scrapped. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.